Manufacturer narrative:
The investigation for the reported positioning has been completed. The impella device was not returned for evaluation, however, clinical details were sufficient to determine the root cause. The cause of the positioning issue most likely use related due to improper technique as the pump slipped out to aorta while while adjusting it to a shallower position. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the physician attempted to adjust the position of the impella to a shallower position it slipped out of the aorta. The impella was subsequently removed from the patient. No patient harm was reported.